Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices banding ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that when trying to activate the ligation kit a click was heard but nothing happened. After removing the scope, it was observed that the white band was cut by the suture and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, it was observed that the returned device had all the bands on it, with two of the bands overlapped and broken. The handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This may be associated with the physician's technique or the handling of the device during band deployment. The device's position, or the twists in the body, might have affected how the handle worked when trying to release the bands. It is also possible that the way the varix or polyp was grabbed caused the suture to move, causing the bands to overlap, become damaged, or unable to deploy properly. The marks on the ligator housing teeth suggest that too much force may have been used, or the device was inserted in a way that damaged the teeth. This damage likely affected how the handle worked when releasing the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices banding ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that when trying to activate the ligation kit a click was heard but nothing happened. After removing the scope, it was observed that the white band was cut by the suture and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name, d2b pro code and e1 initial reporter phone. Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, it was observed that the returned device had all the bands on it, with two of the bands overlapped and broken. The handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This may be associated with the physician's technique or the handling of the device during band deployment. The device's position, or the twists in the body, might have affected how the handle worked when trying to release the bands. It is also possible that the way the varix or polyp was grabbed caused the suture to move, causing the bands to overlap, become damaged, or unable to deploy properly. The marks on the ligator housing teeth suggest that too much force may have been used, or the device was inserted in a way that damaged the teeth. This damage likely affected how the handle worked when releasing the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices banding ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that when trying to activate the ligation kit a click was heard but nothing happened. After removing the scope, it was observed that the white band was cut by the suture and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.